Event description:
It was reported that "the threads on the strike plate are damaged and doesn¿t grip into the nailing jigs properly. Upon inspection, a colour change was observed on the threads, indicating minor damage to this component. The damage appears to have resulted from the previously identified damaged strike plate threads. As a result, this component has also been scrapped.

Manufacturer narrative:
Based on the available information, the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that "the threads on the strike plate are damaged and doesn¿t grip into the nailing jigs properly. Upon inspection, a colour change was observed on the threads, indicating minor damage to this component. The damage appears to have resulted from the previously identified damaged strike plate threads. As a result, this component has also been scrapped.

Manufacturer narrative:
Correction to h6 removal of device code (material discolored). The reported event could not be confirmed because the device was not returned for evaluation and no additional evidence was provided. Based on the information available, it is possible that the observed damage may be associated with the previously identified strike plate thread deformation. However, in the absence of the returned device for verification, this relationship cannot be conclusively confirmed. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.